Manufacturer narrative:
(B)(4). The other starclose se device referenced was filed under a separate medwatch manufacturer report reference number. (B)(4). Evaluation summary: the device was returned for evaluation and confirmed when the trigger button was depressed, the clip did not deploy. Results confirmed the reported issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified one similar incident from this lot, for failure to deploy. The most probable root cause of the issue is unable to be identified. The unit that was returned had evidence of excessive handling and may have concealed the true root cause of the issue. The performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4).the device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device, was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an puncture closure of an unspecified vessel was attempted using a starclose se device after a diagnostic procedure. Reportedly, the clip did not deploy. A second starclose se device was used with the same results. Another starclose se device was used to achieve hemostasis. There was no reported adverse patient sequela. As the name of the physician was not provided by the hospital, it is unknown if the physician has been trained in the use of the starclose se device. No additional information was provided.